Manufacturer narrative:
Internal insulation abrasions were found at 10.3-11.2cm, at 12.8-15.5cm and at 13.4-16.4cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted and replaced. Electrical characteristics were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.